Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-00122 and 00123).

Event description:
It was reported by patient's legal counsel that patient underwent an initial left hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to alleged pain, discomfort, loosening and metallosis. During the procedure, the femoral head and acetabular cup were removed. A femoral head, acetabular cup and liner were implanted to complete the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
It was reported by patient's legal counsel that patient underwent a left hip revision procedure approximately seven years post-implantation due to alleged pain, discomfort, loosening and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a left hip revision procedure approximately seven years post-implantation due to heterotopic bone formation. During the procedure, bloody effusion, dark-grey synovitis, pseudotumor formation and blind material within the head were noted. The femoral head and acetabular cup were removed. A femoral head, acetabular cup and liner were implanted to complete the procedure.